Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had device have data issue after conversion. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had device have data issue after conversion. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 2 devices were experiencing data issues. A technical support specialist (tss) dialled into the station rns, verified it was not in use, and then logged in to cfnadmin. The tss stopped the services and backed up the station database on d:\temp, naming the file .bak1. The datasync debug log was checked, and it was verified that the station was in retry mode. The tss followed knowledge article (ka) etry mode: update strg.storagespacestate and fixed the retry issues while new retries continued to appear, as multiple retries were shown in the station logs. The process was repeated until a certain point where the first retry returned. Finally, the tss checked on the server and verified that both stations last download, upload, and heartbeat were current while updating. The system functioned as intended after the technical support specialist troubleshoots the device.